Event description:
The facility reported a fail code 812:02 during use with no pt involvement. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of pt injury or medical intervention.